Event description:
The customer contacted baxter (B)(4) to report a leak that occurred at the cap end of a dual luer lock cap. The customer uses this product as an end cap for a line. The process step was during patient use. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available regarding this report.

Manufacturer narrative:
(B)(4). Additional information: a companion sample was returned for an evaluation. During a visual inspection there was no defect observed. The unit had a pressure test at 8 psi and the results were satisfactory. The reported condition was not confirmed and the cause of the condition has not been identified. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review cannot be performed since there was no lot number provided.